Manufacturer narrative:
The complaint device has not yet been received. No lot number was supplied which precludes conducting a batch history review. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Outside of this hypothesis no conclusions can be drawn. When the complaint device is received here at depuy mitek it will be subjected to a root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure, a portion of the distal tip of an expressew suture passer needle broke off into the patient's joint space. The fragment was not retrieved from the body and the repair was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
The complaint device has been received and evaluated visually; both with the naked eye and under power. It is noted that the most distal end has a section missing, broke away. No lot number was supplied, which precludes conducting a batch history review. Historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and consideration, no conclusions can be drawn. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.